Manufacturer narrative:
The device was not returned for analysis as it was reported to have been implanted in the patient. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the mvp-5q was delivered through a boston scientific hi-flo catheter. When the mvp-5q was unsheathed from the catheter, it was detached already. No torquing of the device was required.